Event description:
It was reported that the patient presented to the hospital for an unrelated generator change procedure. Prior to the procedure, it was noted that the right atrial lead exhibited noise oversensing. The lead was explanted and replaced during procedure on (B)(6) 2022. The patient was stable.